Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and walked the caller through the pump reset. After the reset, the error code did not display again, and the caller successfully started their sensor session.